Event description:
Int'l (B)(6) complaint received reporting leakage issue with use of d1000 tego connectors lot number unk. It was reported that, "isolated cases of leaking tego (twice), nurse believes the breach at the septum, that was noted by air in blood alarm and frothy blood." The tego connector was pre-tested prior to placement with no issues noted at that time. The tego connector was in use approx seven days during which three dialysis treatments were administered without issue. F/u info reports there was no pt injuries, adverse outcomes. The devices were removed and replaced with no further issues.